Event description:
Information was received indicating that pump using a cadd extension set line was occluding when priming on set up and the lines were kinked. No adverse patient effects were reported.

Manufacturer narrative:
Report source: (B)(6).